Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter, other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 07-sep-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that she was in severe pain. She stated that she had the pump replaced in (B)(6) 2019 and they did x-rays and found the catheter split. She stated that it had barely worked in covering her pain since then. She talked to her doctor last week and she had an appointment with the doctor again on (B)(6) 2021 for a pump refill and they wanted to have a company representative there to make sure the medication was going through as it should. Perthe patient, when they did the last refill, the expected amount of medication was left in the pump. She stated that the pump had been refilled twice since 2019, and the pump setting was very low.